Event description:
It was reported that during a laparoscopic colon resection, the device fired malformed staples and did not cut on the first firing along with three subsequent firings. There were no pt consequence.